Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a leak during treatment. The nurse was visiting the patient when he informed her that his cycler had alarmed for "air in cassette." There was fluid found on the floor and on the patient but not on the cycler. The patient tried disconnecting and reconnecting to another connection but the leak persisted. The source of the leak could not be located. During follow up, the nurse reported the patient's effluent remained clear. There were signs of infection but the patient was started on prophylactic antibiotics. No adverse event reported at this time.